Event description:
The pt experienced sciatic pain. The hcp took x-rays of the implantable neurostimulator site and discovered that the device had moved. The pt hadn't used the device for 2 yrs. It was implanted to control chest pain, which was now medically treated. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.